Manufacturer narrative:
.

Event description:
It was reported that the patient was admitted to the hospital after experiencing five seizures. It was reported that the magnet stimulation was not aborting seizures and that the device was no longer helping the seizures as much. The patient believes that the vns is not working correctly. No additional relevant information was provided. Attempts to obtain additional relevant information have been unsuccessful to date.